Event description:
A nurse at the user facility reports that during intraocular lens (iol) surgery, the haptic stuck to the optic after insertion and the capsule ruptured. The iol had to be removed via a vitrectomy. Add'l info has been requested.